Event description:
Customer reported that they received the (378235) optimum 15deg. Straight w/safety with retracted shields (lots 6048339, 6052491, 6052567) . The customer did not specify the quantity of affected product or the date in which they found the shields to be retracted. There was no injury reported to patient or user.